Event description:
It is reported that black material is shedding from the finishing blocks.

Manufacturer narrative:
Evaluation: no product was returned for review. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. According to the alleged issue description, the coating was flaking off of the finishing blocks. No further information is available. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.